Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips by a customer that the unit front panel failure and inaccurate tidal volume. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue occurred during testing. Therefore, this complaint no longer meets reportability requirements.